Manufacturer narrative:
Medfusion - investigation: (B)(4). Customer reported problem: dead battery, not charging. Tamper seal removed / broken: the tamper sticker was void. Physical condition of the device. The pump was in poor condition, the top case and right plunger cases were cracked. Results of pump event history log review: there was nothing in alarm history pertaining to customer stated problem. Evaluation tests or methods used to duplicate / replicate the reported problems: customer stated problem could not be verified, the battery would charge with no problems or alarms. Reported problem duplicated / replicated: no. What caused the reported (primary) problem: could not duplicate customer stated problem. Who caused the reported problem: could not repeat customer stated problem. Actions / repairs done to correct the reported (primary) problem: replaced battery as a preventative measure. Primary f-code: (B)(4). Repair summary: replaced chipped top case. The clutch seemed loose, replaced clutch half's left and right with leadscrew and spring as a preventative measure. Installed plunger guard per eco: (B)(4). Upgraded worm gear, motor mount, worm coupling and changed teflon washers with a delrin one. Replaced bottom case for contamination. Performed function and delivery tests. Device passed functional / delivery tests: yes. Incoming software app: 3.0.6. Outgoing software app: 3.0.6.

Event description:
It was reported that during use of a medfusion® 3500 syringe pump battery not charging; dead battery.